Manufacturer narrative:
During a pci, the balloon of a cypher stent delivery system ruptured below nominal pressure. Another balloon was used to post-dilate the stent and the event resolved. The target lesion was the distal circumflex. The lesion was a restenosis lesion from a previous balloon angioplasty. The vessel was heavily calcified and moderately tortuous. Pre-procedure stenosis was 90%. Pre-dilation was not conducted and a cypher select plus (2.5/18mm: complaint product) was directly delivered to the target lesion, but it could not be delivered. Therefore, the mother and child technique with a micro catheter (cokatte) was used and the physician managed to deliver the cypher select+ applying vibrations. When the balloon was inflated to 6atm it ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the cypher select+ was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The sds was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. The everest inflation device was successfully used with other devices. One non-sterile cypher select + (B)(4) 2.50 x 18mm was received coiled inside two plastic bags. The unit was received wavy with three kinks observed at 33.2 cm, 50.5 cm, and 80.3 cm all from the proximal end. This condition on the shaft could be related to the way the unit was sent for the analysis. The balloon was already inflated and the stent was not received. The unit was elongated at 2.4 cm from distal end. A crossing profile was not measured since the stent was not received. During functional test no leakage was detected. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the damage found could not be determined however; controls to detect damages on the sds such as 100% inspection according to (B)(4) are in place in the manufacturing lines. The reported "balloon burst" could not be confirmed since no leakage was observed. The exact cause of the reported failure could not be determined. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The (B)(4) IFU warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. Based on the information provided, there are possible vessel characteristics (heavy calcification and moderate tortuosity) and procedural factors (no pre-dilation conducted) that may have contributed to the reported event. Neither the DHR review nor the product analysis suggests that reporter issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's age and gender were unknown. The target lesion was the distal circumflex. The lesion was a restenosis lesion from a previous balloon angioplasty. The vessel was heavily calcified and moderately tortuous. Pre-procedure stenosis was 90%. Pre-dilation was not conducted and a cypher select plus (2.5/18mm: complaint product) was directly delivered to the target lesion, but it could not be delivered. Therefore, the mother and child technique with a micro catheter (cokatte) was used and the physician managed to deliver the cypher select+ applying vibrations. When the balloon was inflated to 6atm it ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the cypher select+ was retrieved from the patient and post-dilation was conducted with a bc (powered lacrosse) to further dilate the cypher select+ stent. The procedure was finished successfully. There was no patient injury reported. The sds was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. The everest inflation device was successfully used with other devices.